Manufacturer narrative:
Concomitant product: product ID 39565-65 serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient¿s pain had been increasing due to the weather. This started a month ago. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.